Manufacturer narrative:
Investigation results: the complained device showed severe traces of use. The pin of the cup inserter which secures the universal joint at its place is broken. As a result of this the universal joint can disassembled from the device. The thread of the broken screw has become loose and has been unscrewed by a few turns. The screw holder for a slotted screwdriver shows clearly visible signs of wear. Both breakage surfaces show no material deviations like blowholes or foreign material inclusions. There are clearly visible material imprints at the surface of the broken pin. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: a clear conclusion regarding the root cause for the pin breakage could not be determined. There are no hints for a material or manufacturing related error. In the instructions for use (IFU) it is described that: risk of injury and/or damage to the implant/insertion instrument from carrying out a position correction or if the connection is loose! Do not correct the position of an implant that has been firmly impacted in place. Carry out position corrections only if the implant has not been impacted in place. If the connection between the implant and insertion instrument becomes loose, re-tighten this connection immediately. Breakage of components if the torque is too high! Use only the intended screwdriver to tighten and fasten the cup. Do not cause an increase in torque by turning the cup opposite the complete impactor. Based upon the investigation results, a CAPA is not necessary.

Event description:
It was reported that there was an issue with nt411r - cup insertion instr.w/thread m8x1 cvd. According to the complaint description, the total hip arthroplasty was performed on (B)(6) 2023. The cup was attached to the impactor and was inserted. After the cup and impactor were loose, the screws were turned but could not be retightened. After the cup was removed from the acetabulum the impactor was checked and the surgeon noticed that a screw was broken. The screw head remained in the acetabulum. After searching the acetabulum, the screw head was found and could be removed. An intraoperative x-ray confirmed that no fragments remained in the acetabulum. Surgeon was worried about postoperative problems, for example an infection due to the surgery delay. An additional medical intervention was necessary. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.